Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent sigmoidectomy with primary anastomosis of left colon to distal sigmoid. During the procedure, the damaged colon tissue was removed, distal transaction was performed with healthy tissue connected using a purple load stapler. The surgical connection was leak tested, initially, a small leak was noted, but surgeons were unable to replicate the leak. The area was reinforced after which the connection was leak tested multiple times without evidence of leak. Following the procedure, the patient was slow to regain bowel function. The patient drain started to have bilious fluid. The patient was brought back to the operating room with the suspicion of bowel leak. During the second surgery, a colon leak was detected. The patient proceeded to have 4 additional surgeries following the initial surgery.